Event description:
It was reported that the patient underwent doppler ultrasound: signs of occlusive thrombosis of the right internal jugular vein. The brachiocephalic vessels, arteries, and veins of the lower extremities without any signs of thrombosis. On CT-scan (pre-op examination): thromboembolism of the upper lobe segmental and subsegmental branches of the left pulmonary artery.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported by the account. It was reported that a CT angiogram on (B)(6) 2021 during a preoperative assessment revealed a pulmonary embolism. The patient was treated with intravenous anticoagulation. The reported event occurred prior to the implant of heartmate 3 lvas, serial number (B)(6) . Per additional information from the clinical consultant, a doppler ultrasound was performed and revealed signs of occlusive thrombosis in the right internal jugular vein. The brachiocephalic vessels, arteries, and veins of the lower extremities without signs of thrombosis. The CT scan performed during preoperative examination revealed a thromboembolism of the upper lobe segmental and subsegmental branches of the left pulmonary artery. The patient had no symptoms and was treated with intravenous heparin. No product is available for investigation. The hm3 IFU lists peripheral thromboembolism as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 12oct2020. The heartmate 3 lvas instructions for use, is currently available. Section 1 of this document lists peripheral thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, and lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a venous thromboembolism. The pulmonary embolism was an accidental finding on a CT during preoperative assessment. The patient was given IV anticoagulation.